Event description:
During service of the device, the pump failed with a failure code 500.320.675.0000 when the pump was powered on. The hospital representative stated that there was no report of patient incident since the last baxter service event.